Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the crack on the bottom of the device. The device is fixed to the endoscope in two places, the top and the bottom of the device. The reproduce test confirmed that when the device was crushed, cracks occurred on the surface and the device was easily damaged with a light load to pull the crack. Omsc surmised that the reported event was attributed as follows; an external force caused the device been crushed and easily damaged, resulting in insufficient fixation to the endoscope. As a result, the device came off from the endoscope during use.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The patient ejected this device from the mouth with cough at the end of endoscopic retrograde cholangiopancreatography. It happened after the endoscope was withdrawn from the patient and sedation was expired. The physician mentioned that the event might have been caused by the device touching the patient's teeth or the mouthpiece. There was no report of patient injury associated with this event. The user facility was concerned that they couldn't recognize that the device was detached from the endoscope until it came out of the patient' mouth. The user checked the distal end and found that a crevice at the bottom of the distal end cover was partially torn. The user facility did not provide other detailed information.